Manufacturer narrative:
Device not received stuck in manufacturing mode. Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Multiple power error alarms were present in the format history file and power error was triggered when the backup battery unloaded voltage was less than 3.70v for 240 consecutive minutes as indicated in the power management graph due to a non-sleep anomaly software error. Device received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and damaged keypad overlay texture.

Manufacturer narrative:
The initial report had the wrong aware date. The correct aware date is (B)(4) 2017.

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that the insulin pump alarmed a power error detected. The customer¿s blood glucose level was unknown at the time of the incident. No further details were given. The device was returned for analysis.